Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient went to get medical attention and wa diagnosed with a staph infection. For treatment, the patient was prescribed prednisone. The pod was worn on the arm.